Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the pump randomly changed the year to 2016. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box showed several manual year changes from 2017 to 2016 and back to 2017. The pump was run for 24 hours with the year of 2017 and no changes occurred to the year. No hypersensitive or stuck keys were found. The complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).